Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made, however a picture was provided, and some foreign matter could be observed inside the implant, therefore the complaint is confirmed. If the complaint device is received in the future, the complaint will be re-opened and additional investigation will be completed. The manufacturing record evaluation (mre) of lot number 5612026 was reviewed and no anomalies were found related to this complaint. The mre review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, no related complaints have been reported for this lot number. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient with no prior medical history who underwent primary augmentation with mentor saline implants on (B)(6) 2005 was diagnosed with hypothyroidism (diagnosed in (B)(6) 2008) & rheumatoid arthritis. The patient reported the following symptoms: severe joint pain, swollen lymph nodes, chest pain, dry eyes, dry skin, brain fog, extreme fatigue, weight gain, hair loss, rashes that do not resolve, sores on hair line at the back of the neck, constipation, dehydration, and headaches. The patient underwent bilateral explantation on (B)(6) 2016 without replacement. Upon explantation, there appears to be some foreign material inside the left implant that the patient alleges is mold. Per patient, no testing has been completed on the implants. The patient reported that she will still have the hypothyroidism and rheumatoid arthritus for the rest of her life but that her symptoms (brain fog, headaches, chest pain, dry eyes, lymphadenopathy, weight gain, sores on hair line and hair loss) have improved. The device has not been received thus far, therefore, no analysis has been completed by mentor. The root cause of the patient's symptoms are unclear. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side. This event was reported to the FDA under mw5060263. See 1645337-2019-09811 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number 265448.